Event description:
It was reported via repair work order that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.